Manufacturer narrative:
Product has not been returned to the manufacturer for evaluation. If product is returned, evaluation will be completed and final report will be submitted.

Event description:
"Doctor unsectioned wings off the olive ring of trocar. The wing broke off and fell inside the patient. Doctor had to laparoscopicly retrieve piece." Patient is fine.